Manufacturer narrative:
(B)(4). Reported event was confirmed by review of DHR. Review of the device history record found that a mini taper adaptor was included in the bom. Per discussion with development, there should have been no taper adapter included. Complaint history review identified no other complaint on this part and lot combination. Investigation results concluded that the reported event was due to the bom having been incorrectly approved. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Therapy date (B)(6) 2017 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the pmi implant was based on a standard taper, however there was a mini taper included in with the implant and no standard one. We realized this once we used the taper for the comprehensive standard head, and it then didn¿t fit onto the stem. That added another 10 minutes whilst trying to extract the taper off the head.